Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reporting that during a routine follow up visit the physician found that this pacemaker was showing an estimated longevity of four months. One year ago the estimated longevity was three years estimated longevity. Device data was sent to technical services (ts) for analysis and battery diagnostics data indicates that the power consumption of this device has been increasing during the past year. Ts has recommended that the device be replaced and returned for detailed analysis. Technical analysis recommended device replacement within 28 days assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy. Currently this device remains in the patient. No adverse patient effects reported. Additional information: surgical intervention was performed and device replaced. No additional adverse patient effects were reported. Product investigation complete. This report is updated with results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reporting that during a routine follow up visit the physician found that this pacemaker was showing an estimated longevity of four months. One year ago the estimated longevity was three years estimated longevity. Device data was sent to technical services (ts) for analysis and battery diagnostics data indicates that the power consumption of this device has been increasing during the past year. Ts has recommended that the device be replaced and returned for detailed analysis. Technical analysis recommended device replacement within 28 days assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy. Currently this device remains in the patient. No adverse patient effects reported.